Event description:
It was reported in a literature article titled, ¿a novel method to disengage trapped helix during left bundle branch pacing¿ that during an attempt to implant a left bundle branch (lbb) pacing lead at the ventricular septum, the lead exhibited a helix deformation and failure to retract anomalies. Retraction of the lead body with counterforce on the delivery sheath was attempted without success. Finally, a unipolar cautery was used to remove the helix by application of diathermy. The lead was disengaged from the myocardium. There was no bundle branch block observed and no change in electrocardiogram. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).